Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. While trialing the patella, the component fractured. There was no delay in the procedure. Additionally, no foreign bodies were retained by the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.